Event description:
Customer reported the system is slow booting up and cannot pull up pt info. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded cal files. System operates as intended.